Event description:
It was reported that when using the bd pyxis¿ medstation¿ es five cubies contained medications but were not shown on the map, and the device did not recognize the medications stocked in those cubies. The customer stated that they were unable to issue the medication that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were not recognized with their medication contents. A field service engineer (fse) replaced faulty drawer controller boards to resolve the issue, and the functionality was verified through hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.